Event description:
The customer reported that the system had an intermittent drop out of power to the c arm. No patient information was provided.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.